Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver was returned for evaluation. An exterior visual inspection was performed and passed. Receiver charges and boot was performed and failed. Customer complaint was undermined for error message "customer complaint was undermined for error message "debugging command" because receiver defective battery could not complete testing. Confirmation of the complaint was undetermined via product. A probable cause could not be determined as the allegation was not found due to the receiver defective battery could not complete testing. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that g6 receiver was in debug mode. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.